Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received the attached user facility report ((B)(4)) from (B)(6). The report indicated that the pt was found dead on the floor at home connected to the power module pt cable; however, the power module pt cable was disconnected from power module. The report also stated that the cause is unk.